Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two probe were not cutting during surgery. It is unknown if the probes were aspirating. The product was replaced and the procedure was completed without harm to the patient. Upon follow up it was informed that there are no other event details available. Product samples were requested for evaluation.

Manufacturer narrative:
A product sample was not returned for evaluation. The final product lots were identified. A device history record review for the reported lots was conducted. The products were released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).